Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed an ''error 4'' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, stated she took less food and/ or drink. An hour after the alleged issue begun, the patient claims she felt symptoms of shaking, headache and her throat was dry. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through a retest but the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.